Manufacturer narrative:
MDR (B)(4) / initial 3 of 4 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced bent cannula with four sets on (B)(6) 2026 which led to high blood glucose 280mg/dl